Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The device was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using a lopro t3 gs52001, the blade was having an intermittent image. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.

Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services found that there was an electrical connection failure and that the blade connector caused an intermittent image on monitor screen. No repair was possible so the device was scrapped.